Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported low blood glucose issue. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 48-292 mg/dl due to not consuming enough carbs for a bolus that was delivered. Customer consumed carbohydrates to address bg level.